Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Possible system lock-up during procedure. The investigation is in process.

Event description:
Additional information was received and it was reported that after an unspecified ultrasound procedure, a review of the service report was conducted and it was found that the device froze during scanning. The procedure was delayed for five minutes for the user to reboot the system. The procedure was not repeated as the study was completed with no loss of data. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the common device name (see section d1), update the device available for evaluation (see section d10), update the manufacturer contact information (see section g1), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and update the manufacturer's narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; however, the field service engineer (fse) visited the user facility and reinstalled the software. The fse replaced the priority key as it was found to be missing, formatted the mo disk, performed system back-up, checked and retested the systems' operation. All operation checks were reported to be fine.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, the system lock up during scanning was resolved through the serive process. There was no report of injury or harm to the patient.